Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adhesion/fastening defect. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Other trend assmt. & rationale: an evaluation was made by searching for possible trend for this subclass. The following complaint intake, triage and investigation (citi) search was performed. Scope: date contacted: 01jul2016 through 31jul2019/ manufacturing site: pfizer (city name)/complaint class: administration/ complaint sub class: adhesion/fastening defect. The citi search returned a total (B)(4) complaint for the neck/shoulder/wrist (nsw) 8hr products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adhesion/fastening defect. The complaints were evaluated to identify any potential trends. The calculated complaints per million produced (cpmp) result of (B)(4) complaints was above the upper control limit (ucl) of (B)(4) complaints per sop-105746 "complaint trending guideline", effective 05feb2019. A visual evaluation of the 36 month trend chart was performed by the site quality operation leader (sqol) on 21aug2019. Based on this evaluation, there is not a trend identified for the subclass of adhesion/fastening defect for nsw 8hr products. There is no further action required. Complaint sub-class: wrap/patch/pad heat/cold did not last long enough. Evaluation of complaints related

Event description:
Event verbatim [preferred term] pc: the heat wrap doesn't stay warm [device issue] , he was not getting any relief [device ineffective] , he used the expired thermacare neck wrist and shoulder heat wrap [expired device used] , the first heat wrap came off and he could not stick it back on [device adhesion issue] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A 60-year-old male patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) lot number: 5164u018n, expiration date may2017, from an unspecified date at unknown frequency for crook in his neck and neck sprain. Medical history was none. There were no concomitant medications. The patient purchased thermacare neck wrist and shoulder heat wraps in (B)(6) 2018. He had used the heat wraps for the last 3 days. He stated that the heat wrap didn't stay warm like when he first put it on, and the heat died. He had a hard time reading the lot number on the thermacare neck wrist and shoulder heat wraps. Transfer agent stated that the thermacare neck wrist and shoulder heat wraps that the patient was using were expired. The patient believed he purchased the heat wraps at (pharmacy name). The patient had a hard time finding pfizer's phone number because the wrapper was red and the letters were yellow. He stated that some of the letters were white and the letters were not readable. The patient stated that when he first bought the thermacare neck wrist and shoulder heat wraps, he felt more heat from them. He stated that maybe his injury wasn't as deep then. The patient stated that he used the heat wraps when he first bought them, and he used them again on monday, tuesday, and wednesday of this week. He thought that maybe didn't have the heat wrap on right because the heat felt stronger when he first put them on. He stated that the box said to give the heat wrap 30 minutes and the heat will max out. He stated that after 30 minutes, he did not feel any more heat than when first put the heat wrap on. He discarded the thermacare neck wrist and shoulder heat wrap box and he saw a bar code on the heat wrap wrapper, but he did not see a bar code number. He was using a magnifying glass to read the numbers. Today he used the last heat wrap and he called pfizer because he was not getting any relief, and he felt like when he used the heat wraps before, he was getting relief. He stated that heating pads were bulky. He stated that the thermacare neck, shoulder & wrist kept coming loose. The paper stuck to his hand. The first heat wrap came off and he could not stick it back on. He was not hospitalized due to the event used the expired thermacare neck wrist and shoulder heat wrap but received treatment for the event. He was hospitalized due to the event the heat wrap doesn't stay warm. The action taken in response to the events of the product was unknown. The outcome of the event used the expired thermacare neck wrist and shoulder heat wrap was not resolved and the outcome of the other events was unknown. Additional information received from product quality complaint (pqc) group included investigation results. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adhesion/fastening defect. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Other trend assmt. & rationale: an evaluation was made by searching for possible trend for this subclass. The following complaint intake, triage and investigation (citi) search was performed. Scope: date contacted: 01jul2016 through 31jul2019/ manufacturing site: pfizer (city name)/complaint class: administration/ complaint sub class: adhesion/fastening defect. The citi search returned a total 468 complaint for the neck/shoulder/wrist (nsw) 8hr products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adhesion/fastening defect. The complaints were evaluated to identify any potential trends. The calculated complaints per million produced (cpmp) result of (B)(4) complaints was above the upper control limit (ucl) of (B)(4) complaints per sop-105746 "complaint trending guideline", effective 05feb2019. A visual evaluation of the 36 month trend chart was performed by the site quality operation leader (sqol) on 21aug2019. Based on this evaluation, there is not a trend identified for the subclass of adhesion/fastening defect for nsw 8hr products. There is no further action required. Complaint sub-class: wrap/patch/pad heat/cold did not last long enough. Evaluation of complaints related to open pouches: root cause of open pouches is equipment; specifically ultrasonic seal technology is not as forgiving in relation to the foil material as heat seal technology (external machine factors such as process variability and film material variability (wavy, wrinkles, thickness, surlyn conditions, etc.) Affect the ability to keep the required film/product alignment and even pressure of the anvils across the sealing areas thus, compromising sealing integrity). In general, the leak defect rate has remained unchanged despite several reliability and engineering initiatives to improve the sealing performance. CAPA: the (site name) consumer site will purchase and install three (3) new heat seal flow wrapper machines for b and m production lines. The existing bosch flow wrapper equipment used today employs ultrasonic sealing technology for both, the long and cross seals of the thermacare pouches. This technology has proven to be unreliable, difficult to maintain and not flexible enough to accommodate for material variances. The highest consumer complaint for the site is related to pouch sealing defects and the product never worked due to an open pouch. These complaints are directly related to failures during the sealing process. The new machines will utilize heat seal in the cross direction of the film/pouch to achieve a more consistent hermetic seal through the manufacturing runs with the added benefits of easier set up and operation. Complaint handling for open pouches: complaints received at the site in the global complaint database related to open pouch in the subclasses of (but not limited to) never worked, squeeze tube, did not last long enough and too cool will not be investigated in qts. These complaints will be evaluated in the global complaint database to ensure they are due to "open pouch" and the pouch sealing defect. No additional investigation will be required for these complaints based on the following: released batches meet criteria for pouch leaks at time of release. The severity of pouch leaks is s1 - no harm to customer. Complaints related to pouch seal have been thoroughly investigated and root cause is well understood. Leak rate for the current technology is about 2000 ppm. CAPA is in-place to replace the ultrasonic sealers with heat seal technology. This document will be attached to the complaint record in the global database and closed with no further action taken. The root cause for never worked, too cool, did not last long enough and squeeze tube complaint sub classless is due to a pouch (primary packaging) that did not seal completely (open pouch). An open pouch will expose the wrap to air before the consumer gets it, causing it to be spent and not heating up. An open pouch is caused by equipment; specifically ultrasonic technology. The corrective action is to purchase and install three (3) new heat seal flow wrapper machines in both production lines. The severity of pouch leaks is s1 no harm to customer. Complaint sub-class: non-defect - label text too small/hard to read. Evaluation of complaints related to non-defect: introduction: thermacare heat wraps are premium topical heat therapy products. The heat wraps are worn against the body or over a layer of clothing to relieve minor muscular and joint aches and pains. The albany site is the sole manufacturing location for thermacare heat wraps. They are produced on two manufacturing lines; the b line produces the larger products which wrap around the body with stretch materials, and the m line produces the smaller products that are attached for use with pressure sensitive adhesives. The purpose of this document is to summarize customer complaints where there is no quality defect. A non-defect complaint represents a suggestion/concern about the existing product that does not include a product quality issue, but is related to a suggestion for improvement. Complaint handling for non-defect subclass: complaints received at the site in the global complaint database related to non-defect will not be investigated in qts. These complaints will be evaluated in the global complaint database to ensure they are due to a non-defect issue. No additional investigation will be required for these complaints based on the following: released batches met specification criteria at the time of release. There is no severity assigned to a non-defect. This document will be attached to the complaint record in the global database and closed with no further action taken. Follow up (23aug2019): new information received from product quality complaints included: investigation results. Follow-up (27aug2019): new information received from a contactable consumer includes device data (indication), hospitalization details, treatment details and case upgraded to serious reportable MDR. Follow-up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: event "the first heat wrap came off and he could not stick it back on" outcome updated. Company clinical evaluation comment: based on the available information, the patient reported that "pc: the heat wrap doesn't stay warm" requiring hospital admission is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure; and assessed as associated with the use of the device. Events device ineffective, device adhesion issue and expired device used are non-serious. The events are medically assessed as associated with the use of the device. Company conducted an investigation, and the most probable root cause for this event was classified, CAPA was implemented, and no further action is recommended., comment: based on the available information, the patient reported that "pc: the heat wrap doesn't stay warm" requiring hospital admission is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure; and assessed as associated with the use of the device. Events device ineffective, device adhesion issue and expired device used are non-serious. The events are medically assessed as associated with the use of the device. Company conducted an investigation, and the most probable root cause for this event was classified, CAPA was implemented, and no further action is recommended.

Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adhesion/fastening defect. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Other trend assmt. & rationale: an evaluation was made by searching for possible trend for this subclass. The following complaint intake, triage and investigation (citi) search was performed. Scope: date contacted: 01jul2016 through 31jul2019/ manufacturing site: (B)(4) (city name)/complaint class: administration/ complaint sub class: adhesion/fastening defect. The citi search returned a total 468 complaint for the neck/shoulder/wrist (nsw) 8hr products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adhesion/fastening defect. The complaints were evaluated to identify any potential trends. The calculated complaints per million produced (cpmp) result of 4,926 complaints was above the upper control limit (ucl) of 189 complaints per (B)(4) "complaint trending guideline", effective 05feb2019. A visual evaluation of the 36 month trend chart was performed by the site quality operation leader (sqol) on 21aug2019. Based on this evaluation, there is not a trend identified for the subclass of adhesion/fastening defect for nsw 8hr products. There is no further action required. Complaint sub-class: wrap/patch/pad heat/cold did not last long enough. Evaluation of complaints related

Event description:
The heat wrap doesn't stay warm [device issue], he was not getting any relief [device ineffective], he used the expired thermacare neck wrist and shoulder heat wrap [expired device used], the first heat wrap came off and he could not stick it back on [device adhesion issue]. Case narrative: this is a spontaneous report from a contactable consumer (patient). A (B)(6)-year-old male patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) lot number: 5164u018n, expiration date may2017, from an unspecified date at unknown frequency for crook in his neck and neck sprain. Medical history was none. There were no concomitant medications. The patient purchased thermacare neck wrist and shoulder heat wraps in (B)(6) 2018. He had used the heat wraps for the last 3 days. He stated that the heat wrap didn't stay warm like when he first put it on, and the heat died. He had a hard time reading the lot number on the thermacare neck wrist and shoulder heat wraps. Transfer agent stated that the thermacare neck wrist and shoulder heat wraps that the patient was using were expired. The patient believed he purchased the heat wraps at (pharmacy name). The patient had a hard time finding pfizer's phone number because the wrapper was red and the letters were yellow. He stated that some of the letters were white and the letters were not readable. The patient stated that when he first bought the thermacare neck wrist and shoulder heat wraps, he felt more heat from them. He stated that maybe his injury wasn't as deep then. The patient stated that he used the heat wraps when he first bought them, and he used them again on monday, tuesday, and wednesday of this week. He thought that maybe didn't have the heat wrap on right because the heat felt stronger when he first put them on. He stated that the box said to give the heat wrap 30 minutes and the heat will max out. He stated that after 30 minutes, he did not feel any more heat than when first put the heat wrap on. He discarded the thermacare neck wrist and shoulder heat wrap box and he saw a bar code on the heat wrap wrapper, but he did not see a bar code number. He was using a magnifying glass to read the numbers. Today he used the last heat wrap and he called pfizer because he was not getting any relief, and he felt like when he used the heat wraps before, he was getting relief. He stated that heating pads were bulky. He stated that the thermacare neck, shoulder & wrist kept coming loose. The paper stuck to his hand. The first heat wrap came off and he could not stick it back on. He was not hospitalized due to the event used the expired thermacare neck wrist and shoulder heat wrap but received treatment for the event. He was hospitalized due to the event the heat wrap doesn't stay warm. The action taken in response to the events of the product was unknown. The outcome of the event used the expired thermacare neck wrist and shoulder heat wrap was not resolved and the outcome of the other events was unknown. Additional information received from product quality complaint (pqc) group included investigation results. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adhesion/fastening defect. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Other trend assmt. & rationale: an evaluation was made by searching for possible trend for this subclass. The following complaint intake, triage and investigation (citi) search was performed. Scope: date contacted: 01jul2016 through 31jul2019/ manufacturing site: (B)(4) (city name)/complaint class: administration/ complaint sub class: adhesion/fastening defect. The citi search returned a total 468 complaint for the neck/shoulder/wrist (nsw) 8hr products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adhesion/fastening defect. The complaints were evaluated to identify any potential trends. The calculated complaints per million produced (cpmp) result of 4,926 complaints was above the upper control limit (ucl) of 189 complaints per (B)(4) "complaint trending guideline", effective 05feb2019. A visual evaluation of the 36 month trend chart was performed by the site quality operation leader (sqol) on 21aug2019. Based on this evaluation, there is not a trend identified for the subclass of adhesion/fastening defect for nsw 8hr products. There is no further action required. Complaint sub-class: wrap/patch/pad heat/cold did not last long enough. Evaluation of complaints related to open pouches: root cause of open pouches is equipment; specifically ultrasonic seal technology is not as forgiving in relation to the foil material as heat seal technology (external machine factors such as process variability and film material variability (wavy, wrinkles, thickness, surlyn conditions, etc.) Affect the ability to keep the required film/product alignment and even pressure of the anvils across the sealing areas thus, compromising sealing integrity). In general, the leak defect rate has remained unchanged despite several reliability and engineering initiatives to improve the sealing performance. CAPA: the (site name) consumer site will purchase and install three (3) new heat seal flow wrapper machines for b and m production lines. The existing bosch flow wrapper equipment used today employs ultrasonic sealing technology for both, the long and cross seals of the thermacare pouches. This technology has proven to be unreliable, difficult to maintain and not flexible enough to accommodate for material variances. The highest consumer complaint for the site is related to pouch sealing defects and the product never worked due to an open pouch. These complaints are directly related to failures during the sealing process. The new machines will utilize heat seal in the cross direction of the film/pouch to achieve a more consistent hermetic seal through the manufacturing runs with the added benefits of easier set up and operation. Complaint handling for open pouches: complaints received at the site in the global complaint database related to open pouch in the subclasses of (but not limited to) never worked, squeeze tube, did not last long enough and too cool will not be investigated in qts. These complaints will be evaluated in the global complaint database to ensure they are due to "open pouch" and the pouch sealing defect. No additional investigation will be required for these complaints based on the following: released batches meet criteria for pouch leaks at time of release. The severity of pouch leaks is s1 - no harm to customer. Complaints related to pouch seal have been thoroughly investigated and root cause is well understood. Leak rate for the current technology is about 2000 ppm. CAPA is in-place to replace the ultrasonic sealers with heat seal technology. This document will be attached to the complaint record in the global database and closed with no further action taken. The root cause for never worked, too cool, did not last long enough and squeeze tube complaint sub classless is due to a pouch (primary packaging) that did not seal completely (open pouch). An open pouch will expose the wrap to air before the consumer gets it, causing it to be spent and not heating up. An open pouch is caused by equipment; specifically ultrasonic technology. The corrective action is to purchase and install three (3) new heat seal flow wrapper machines in both production lines. The severity of pouch leaks is s1 no harm to customer. Complaint sub-class: non-defect - label text too small/hard to read. Evaluation of complaints related to non-defect: introduction: thermacare heat wraps are premium topical heat therapy products. The heat wraps are worn against the body or over a layer of clothing to relieve minor muscular and joint aches and pains. The (B)(4) site is the sole manufacturing location for thermacare heat wraps. They are produced on two manufacturing lines; the b line produces the larger products which wrap around the body with stretch materials, and the m line produces the smaller products that are attached for use with pressure sensitive adhesives. The purpose of this document is to summarize customer complaints where there is no quality defect. A non-defect complaint represents a suggestion/concern about the existing product that does not include a product quality issue, but is related to a suggestion for improvement. Complaint handling for non-defect subclass: complaints received at the site in the global complaint database related to non-defect will not be investigated in qts. These complaints will be evaluated in the global complaint database to ensure they are due to a non-defect issue. No additional investigation will be required for these complaints based on the following: released batches met specification criteria at the time of release. There is no severity assigned to a non-defect. This document will be attached to the complaint record in the global database and closed with no further action taken. Follow up (23aug2019): new information received from product quality complaints included: investigation results. Follow-up (27aug2019): new information received from a contactable consumer includes device data (indication), hospitalization details, treatment details and case upgraded to serious reportable MDR. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the available information, the patient reported that "pc: the heat wrap doesn't stay warm" requiring hospital admission is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure; and assessed as associated with the use of the device. Events device ineffective, device adhesion issue and expired device used are non-serious. The events are medically assessed as associated with the use of the device. Company conducted an investigation, and the most probable root cause for this event was classified, CAPA was implemented, and no further action is recommended. Comment: based on the available information, the patient reported that "pc: the heat wrap doesn't stay warm" requiring hospital admission is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure; and assessed as associated with the use of the device. Events device ineffective, device adhesion issue and expired device used are non-serious. The events are medically assessed as associated with the use of the device. Company conducted an investigation, and the most probable root cause for this event was classified, CAPA was implemented, and no further action is recommended.

Event description:
Event verbatim [preferred term]. Pc: the heat wrap doesn't stay warm [device issue], he was not getting any relief [device ineffective], the first heat wrap came off and he could not stick it back on [device adhesion issue], he used the expired thermacare neck wrist and shoulder heat wrap [expired device used]. Narrative: this is a spontaneous report from a contactable consumer (patient). A 60-year-old male patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: 5164u018n, expiration date 31may2017) from an unspecified date at unknown frequency for crook in his neck and neck sprain. Medical history was none. There were no concomitant medications. The patient purchased thermacare neck wrist and shoulder heat wraps in (B)(6) 2018. He had used the heat wraps for the last 3 days. He stated that the heat wrap didn't stay warm like when he first put it on, and the heat died. He had a hard time reading the lot number on the thermacare neck wrist and shoulder heat wraps. Transfer agent stated that the thermacare neck wrist and shoulder heat wraps that the patient was using were expired. The patient believed he purchased the heat wraps at (pharmacy name). The patient had a hard time finding pfizer's phone number because the wrapper was red and the letters were yellow. He stated that some of the letters were white and the letters were not readable. The patient stated that when he first bought the thermacare neck wrist and shoulder heat wraps, he felt more heat from them. He stated that maybe his injury wasn't as deep then. The patient stated that he used the heatwraps when he first bought them, and he used them again on monday, tuesday, and wednesday of this week. He thought maybe he didn't have the heatwrap on right because the heat felt stronger when he first put them on. He stated the box said to give the heatwrap 30 minutes and the heat will max out. He stated that after 30 minutes, he did not feel any more heat than when first put the heat wrap on. He discarded the thermacare neck wrist and shoulder heat wrap box and he saw a bar code on the heatwrap wrapper, but he did not see a bar code number. He was using a magnifying glass to read the numbers. Today he used the last heatwrap and he called because he was not getting any relief. When he used the heatwraps before, he was getting relief. He stated the heating pads were bulky and kept coming loose. The paper stuck to his hand. The first heatwrap came off and he could not stick it back on. He was not hospitalized due to the event used the expired heatwrap, but received treatment for the event. He was hospitalized due to the event the heatwrap doesn't stay warm. Action taken with the suspect product in response to the events was unknown. The outcome of the event used the expired heatwrap was not resolved and the outcome of the other events was unknown. Additional information received from product quality complaint (pqc) group included investigation results. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adhesion/fastening defect. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Other trend assmt. & rationale: an evaluation was made by searching for possible trend for this subclass. The following complaint intake, triage and investigation (citi) search was performed. Scope: date contacted: 01jul2016 through 31jul2019/ manufacturing site: pfizer (city name)/complaint class: administration/ complaint sub class: adhesion/fastening defect. The citi search returned a total (B)(4)complaint for the neck/shoulder/wrist (nsw) 8hr products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adhesion/fastening defect. The complaints were evaluated to identify any potential trends. The calculated complaints per million produced (cpmp) result of (B)(4) complaints was above the upper control limit (ucl) of (B)(4) complaints per (B)(4) "complaint trending guideline", effective 05feb2019. A visual evaluation of the 36 month trend chart was performed by the site quality operation leader (sqol) on 21aug2019. Based on this evaluation, there is not a trend identified for the subclass of adhesion/fastening defect for nsw 8hr products. Refer to the attached 36 month trend chart for jul2016 - jul2019. There is no further action required. Complaint sub-class: wrap/patch/pad heat/cold did not last long enough. Evaluation of complaints related to open pouches: root cause of open pouches is equipment; specifically ultrasonic seal technology is not as forgiving in relation to the foil material as heat seal technology (external machine factors such as process variability and film material variability (wavy, wrinkles, thickness, surlyn conditions, etc.) Affect the ability to keep the required film/product alignment and even pressure of the anvils across the sealing areas thus, compromising sealing integrity). In general, the leak defect rate has remained unchanged despite several reliability and engineering initiatives to improve the sealing performance. CAPA: the (site name) consumer site will purchase and install three (3) new heat seal flow wrapper machines for b and m production lines. The existing bosch flow wrapper equipment used today employs ultrasonic sealing technology for both, the long and cross seals of the thermacare pouches. This technology has proven to be unreliable, difficult to maintain and not flexible enough to accommodate for material variances. The highest consumer complaint for the site is related to pouch sealing defects and the product never worked due to an open pouch. These complaints are directly related to failures during the sealing process. The new machines will utilize heat seal in the cross direction of the film/pouch to achieve a more consistent hermetic seal through the manufacturing runs with the added benefits of easier set up and operation. Complaint handling for open pouches: complaints received at the site in the global complaint database related to open pouch in the subclasses of (but not limited to) never worked, squeeze tube, did not last long enough and too cool will not be investigated in qts. These complaints will be evaluated in the global complaint database to ensure they are due to "open pouch" and the pouch sealing defect. No additional investigation will be required for these complaints based on the following: released batches meet criteria for pouch leaks at time of release. The severity of pouch leaks is s1 - no harm to customer. Complaints related to pouch seal have been thoroughly investigated and root cause is well understood. Leak rate for the current technology is about 2000 ppm. CAPA is in-place to replace the ultrasonic sealers with heat seal technology. This document will be attached to the complaint record in the global database and closed with no further action taken. The root cause for never worked, too cool, did not last long enough and squeeze tube complaint sub classless is due to a pouch (primary packaging) that did not seal completely (open pouch). An open pouch will expose the wrap to air before the consumer gets it, causing it to be spent and not heating up. An open pouch is caused by equipment; specifically ultrasonic technology. The corrective action is to purchase and install three (3) new heat seal flow wrapper machines in both production lines. The severity of pouch leaks is s1 no harm to customer. Complaint sub-class: non-defect - label text too small/hard to read. Evaluation of complaints related to non-defect: introduction: thermacare heat wraps are premium topical heat therapy products. The heat wraps are worn against the body or over a layer of clothing to relieve minor muscular and joint aches and pains. The albany site is the sole manufacturing location for thermacare heat wraps. They are produced on two manufacturing lines; the b line produces the larger products which wrap around the body with stretch materials, and the m line produces the smaller products that are attached for use with pressure sensitive adhesives. The purpose of this document is to summarize customer complaints where there is no quality defect. A non-defect complaint represents a suggestion/concern about the existing product that does not include a product quality issue, but is related to a suggestion for improvement. Complaint handling for non-defect subclass: complaints received at the site in the global complaint database related to non-defect will not be investigated in qts. These complaints will be evaluated in the global complaint database to ensure they are due to a non-defect issue. No additional investigation will be required for these complaints based on the following: released batches met specification criteria at the time of release. There is no severity assigned to a non-defect. This document will be attached to the complaint record in the global database and closed with no further action taken. Follow up (23aug2019): new information received from product quality complaints included: investigation results. Follow-up (27aug2019): new information received from a contactable consumer includes device data (indication), hospitalization details, treatment details and case upgraded to serious reportable MDR. Follow-up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: event "the first heat wrap came off and he could not stick it back on" outcome updated. Amendment: this follow-up report is being submitted to amend previously reported information: expiry date updated to 31may2017., comment: based on the available information, the patient reported that "pc: the heat wrap doesn't stay warm" requiring hospital admission is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure; and assessed as associated with the use of the device. Events device ineffective, device adhesion issue and expired device used are non-serious. The events are medically assessed as associated with the use of the device. Company conducted an investigation, and the most probable root cause for this event was classified, CAPA was implemented, and no further action is recommended.

Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adhesion/fastening defect. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Other trend assmt. & rationale: an evaluation was made by searching for possible trend for this subclass. The following complaint intake, triage and investigation (citi) search was performed. Scope: date contacted: 01jul2016 through 31jul2019/ manufacturing site: pfizer (city name)/complaint class: administration/ complaint sub class: adhesion/fastening defect. The citi search returned a total (B)(4) complaint for the neck/shoulder/wrist (nsw) 8hr products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adhesion/fastening defect. The complaints were evaluated to identify any potential trends. The calculated complaints per million produced (cpmp) result of (B)(4) complaints was above the upper control limit (ucl) of (B)(4) complaints per (B)(4) "complaint trending guideline", effective (B)(6) 2019. A visual evaluation of the 36 month trend chart was performed by the site quality operation leader (sqol) on 21aug2019. Based on this evaluation, there is not a trend identified for the subclass of adhesion/fastening defect for nsw 8hr products. Refer to the attached 36 month trend chart for jul2016 - jul2019. There is no further action required. Complaint sub-class: wrap/patch/pad heat/cold did not last long enough. Evaluation of complaints related to open pouches: root cause of open pouches is equipment; specifically ultrasonic seal technology is not as forgiving in relation to the foil material as heat seal technology (external machine factors such as process variability and film material variability (wavy, wrinkles, thickness, surly conditions, etc.) Affect the ability to keep the required film/product alignment and even pressure of the anvils across the sealing areas thus, compromising sealing integrity). In general, the leak defect rate has remained unchanged despite several reliability and engineering initiatives to improve the sealing performance. CAPA: the (site name) consumer site will purchase and install three (3) new heat seal flow wrapper machines for b and m production lines. The existing bosch flow wrapper equipment used today employs ultrasonic sealing technology for both, the long and cross seals of the thermacare pouches. This technology has proven to be unreliable, difficult to maintain and not flexible enough to accommodate for material variances. The highest consumer complaint for the site is related to pouch sealing defects and the product never worked due to an open pouch. These complaints are directly related to failures during the sealing process. The new machines will utilize heat seal in the cross direction of the film/pouch to achieve a more consistent hermetic seal through the manufacturing runs with the added benefits of easier set up and operation. Complaint handling for open pouches: complaints received at the site in the global complaint database related to open pouch in the subclasses of (but not limited to) never worked, squeeze tube, did not last long enough and too cool will not be investigated in qts. These complaints will be evaluated in the global complaint database to ensure they are due to "open pouch" and the pouch sealing defect. No additional investigation will be required for these complaints based on the following: released batches meet criteria for pouch leaks at time of release. The severity of pouch leaks is s1 - no harm to customer. Complaints related to pouch seal have been thoroughly investigated and root cause is well understood. Leak rate for the current technology is about 2000 ppm. CAPA is in-place to replace the ultrasonic sealers with heat seal technology. This document will be attached to the complaint record in the global database and closed with no further action taken. The root cause for never worked, too cool, did not last long enough and squeeze tube complaint sub classless is due to a pouch (primary packaging) that did not seal completely (open pouch). An open pouch will expose the wrap to air before the consumer gets it, causing it to be spent and not heating up. An open pouch is caused by equipment; specifically ultrasonic technology. The corrective action is to purchase and install three (3) new heat seal flow wrapper machines in both production lines. The severity of pouch leaks is s1 no harm to customer. Complaint sub-class: non-defect - label text too small/hard to read. Evaluation of complaints related to non-defect: introduction: thermacare heat wraps are premium topical heat therapy products. The heat wraps are worn against the body or over a layer of clothing to relieve minor muscular and joint aches and pains. The albany site is the sole manufacturing location for thermacare heat wraps. They are produced on two manufacturing lines; the b line produces the larger products which wrap around the body with stretch materials, and the m line produces the smaller products that are attached for use with pressure sensitive adhesives. The purpose of this document is to summarize customer complaints where there is no quality defect. A non-defect complaint represents a suggestion/concern about the existing product that does not include a product quality issue, but is related to a suggestion for improvement. Complaint handling for non-defect subclass: complaints received at the site in the global complaint database related to non-defect will not be investigated in qts. These complaints will be evaluated in the global complaint database to ensure they are due to a non-defect issue. No additional investigation will be required for these complaints based on the following: released batches met specification criteria at the time of release. There is no severity assigned to a non-defect. This document will be attached to the complaint record in the global database and closed with no further action taken.